Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/22/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs, dated for right hip dates, reported pain, grinding, and daily tasks becoming difficult. Per the pfs, metal ion labs were less than 7 parts per billion. Revision surgical report noted brownish-gray pseudocapsule tissue, cup was well fixed but at slight anteversion and not revised. An unknown cup will be added to the complaint. The complaint was updated on: may 13, 2016.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
This report is still considered closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear/metallosis.